Manufacturer narrative:
Additional information: complaint is confirmed. Functional testing was performed and found that the returned ar-9676 angled reamer shaft gets stuck inside the ar-9597-20 and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/13/2023, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft, and an ar-9597-20 angled reamer sleeve had an issue. The inner drive shaft piece got jammed within ar-9597-20, compromising the drill, and would not come apart. The problem was resolved using a backup set with different reamer and parts to complete the case. This was discovered during an unspecified procedure (B)(6) 2023, with no reported patient harm.